Event description:
It was reported that during the lead procedure, the ipg was placed in surgery mode, however the physician was unable to communicate with the ipg during the surgery. In turn, the ipg was also explanted and replaced to address the issue. Effective therapy restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.